Event description:
The pt presented 2 weeks post op with signs of an infection of the device pocket. These included fever, redness, swelling, drainage, pain, and incisional wound opening. A culture of the device pocket was positive for staph aureus. The pt was treated with IV antibiotics and total device system explant. The infection resolved and there was no drug withdrawal.